Manufacturer narrative:
Additional information has been requested from the field. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to a product performance issue. No additional adverse patient effects were reported.